Event description:
It was reported that the locking mechanism broke from the anterior cervical plate when the surgeon was removing a screw. A second plate was used to complete the surgery. No patient complications were reported.

Manufacturer narrative:
(B) (4). The device was returned to medtronic for evaluation. The locking cap is damaged and has detached from the plate. A review of the device history records found no documentation to indicate a non-conformance to specification.